Event description:
Ventilator stopped cycling while in use. No injury to pt - overpressure protection valves (internal) worked. Ventilator pulled out of svc, sent for repair. Cannot get any more details, pt assumes he/she was hand-bagged (manually ventilated) if necessary.